Event description:
The tubing would not prime even with correct procedure being followed (with the primary IV fluids below the piggyback), the piggyback would never infuse when programmed through the pump. Any piggyback mixed in a glass bottle would not infuse. If the nurse did not have time to "babysit" her piggyback, it would result in a missed or late dose. The spike on the tubing was too long, resulting in only half the dose infusing if it was mixed in a small amt (50 cc's). Many times the piggyback would back into the primary fluids. This was most obvous when the piggyback fluid was a different collor than the clear primary fluids.